Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness symptoms, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5106340 that a female patient underwent a breast surgery with two unspecified mentor gel implants and experienced bilateral ruptures and generalized illness symptoms including rashes, fatigue, insomnia, pain, glaucoma, anxiety, early menopause, and thyroid issues post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.